Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2014. During the procedure, the saw blade fractured off at the attachment end when the doctor went to use it. Another blade was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found the saw blade had fractured as stated in the complaint. The returned product had significant damage; half of the hub was broken off. Customer communications identified that the user was using a blade designed for a system 6 power system in a stryker system 7 power system. Hence, product likely failed due to misuse, by package label instructions not being followed.